Event description:
Pt. Called to report that; they had two hip replacements in the last year and the first hip was replaced in (B)(6) 2023. The second one was replaced in beginning of (B)(6) 2024. I noticed by the time I had my second hip replaced, the first hip was starting to give me trouble and I had the second one done and it was about a couple months. Two to three months after that I noticed the same thing. In the last eight months before my operation, I could walk 2 miles and I could walk up 20 stairs easily. But after the operations and right now, it's continually gotten worse, noticeably quite a month. Right now I'm at the point where I'm using a walker and it's not just the pain and the way that these hips give out on me it's the sickness that I feel that's the worst of it. It's the hip joint with both of them. Both hips. Feels sick. Right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.